Manufacturer narrative:
(B)(4). (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient had a skin reaction that consisted of inflammation and an infection which extended past the sensor patch adhesive. The patient had itching and burning sensations in the area. The patient¿s parent consulted the healthcare personnel (hcp) on (B)(6) 2022, and muprocin 2% cream and an oral antibiotic (cephalexin 500 mg capsules 3 times per day for 7 days) were prescribed. After treatment the area improved. No additional patient or event information is available.